Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
Information from ae regulatory system: patient reported that the injected area was more painful than usual and suspected that the cannula tip was dull. Ae report no. (B)(4) call center didn't contact with customer successfully, lot number reported in ae regulatory system: 20240506, it seems a production date, lot number could not be found, so no corresponding material code was found, any updates will be sent by email. Sample availability: unknown. Sample availability details: unknown. 29 november 2024. Update/additional information: call center contacted customer and confirmed quantity of needle for this incident was 1, patient gender: female. The patient has the habit of reusing needles, customer has informed the patient about needle need to be changed each injection, patient understood and left the hospital. Customer did not record material code and lot number, no photos taken, no samples retained, and no customer response is needed. Please help to update the following fields in etq system, thanks. Lot number: unknown. Product quantity: 1. Sex: female. Gender: cisgender woman/girl. Additional information: the patient has the habit of reusing needles. Sample availability: no. Sample availability details: no sample available. Customer response needed: none.